Event description:
Information received from the field notes that the patient came into the hospital with pneumonia. When the device was checked, it was found to be in back-up mode with dashes (---) noted for rate, hysteresis and refractory. The battery was prematurely depleted.